Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 h6: component codes: mechanical (g04) - drill visual examination of the provided pictures verified the part number. The etching is worn, and the shaft of the reamer exhibits some discoloration and scratches. Biological debris is covering the reamer end; therefore, wear cannot be confirmed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument they deemed the instrument dull. The instrument being dull slowed the glenoid preparation. No harm to the patient was reported.